Manufacturer narrative:
Reference MFR report # 2916596-2016-00878 for the report of the patient¿s previous gastrointestinal (gi) bleed. (B)(4). Approximate age of device ¿ 7 months. A correlation between the device and the reported gastrointestinal (gi) bleed could not be conclusively determined. The patient remains ongoing on (B)(4), a full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced gastrointestinal (gi) bleeding over the course of two months. On (B)(6) 2016, the patient reported black tarry stools and low hemoglobin. The patient was transfused with blood products, and a proton pump inhibitor was initiated. On (B)(6) 2016, an esophagogastroduodenoscopy (egd) revealed red blood in the fundus and small bleeding erosions. The areas were cauterized and the patient was transfused with blood products. On (B)(6) 2016, the patient was admitted for gi bleeding. The patient experienced dark stools and low hemoglobin levels. Egd did not reveal any active bleeding. The patient was transfused with blood products. On (B)(6) 2017, an enteroscopy and colonoscopy were performed and no source of bleeding was found. During the event the patient was taking the anticoagulants warfarin and persantine. The gi bleed was reported to have resolved on (B)(6) 2016.